Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4) was returned to the distributor, but has not been evaluated yet. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient treatment) has been confirmed. Upon evaluation of the electrode belt, the belt failed ECG fall-off testing. Upon evaluation, the blue (+5v) wire inside the cable connecting the distribution node (dn) and ECG electrodes c and d was damaged at the connector. Per the download data, the damage to the +5v wire did not occur while the device was being worn by the patient, and the damage did not cause or contribute to the treatment event. The damage to the +5v wire occurred at some point after the treatment event. The root cause of the damaged wire was excessive force. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was af with a rapid ventricular response. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was conscious and in an ambulance at the time of the treatment event. Ems were present during the event. The patient was reportedly shaking uncontrollably and his arms were flailing around. The response buttons were not pressed during the treatment event. Atrial fibrillation (af) with rapid ventricular response contributed to the false detection. The patient was taken to the hospital and is intubated in the ICU. The patient is not currently using the lifevest due to intubation.